Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had a cable protruding and sagging at the distal jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 7.54m in size. Clevis does not show abrasions or scratches on the outer surface. The complaint was confirmed by failure analysis. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions or during use. Damage to the instrument¿s conductor wire can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to dislodgement and pinching.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable issue was noticed sagging after the case during the reprocessing in the central sterile area. There was no report of any adverse effects, harm or delays reported from the surgery suite; however, the instrument was deemed defective and unusable upon inspection in csp following the case. The cable looked as though it had come loose or stretched out of position and appeared to be moderately frayed.

Event description:
Refer to h11 for follow-up information.